Event description:
Meter name: surestep meter. Strip name: surestep; symptoms: none. A patient reported they were unable to test. Their meter allegedly would only prompt error 1 message. There was no result on their meter. There were no other tests of comparison. No treatment. No further information has been reported.